Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03694, and 3005099803-2009-03696 for the associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy procedure performed in 2009. According to the complainant, during the procedure, three clips fell off in the patient before attempting to open them. The physician had no concerns with the clips being left in the patient to pass normally via peristalsis. The physician completed the procedure with a fourth resolution clip device selected from a different lot. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.